Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tubes perforation') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and dermatitis allergic had resolved. The reporter considered abdominal pain, dermatitis allergic, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),migration, fallopian tubes perforations and uterine perforation. Discrepancy noted in essure insertion date:- (B)(6) 2015 and (B)(6) 2015. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Product indication and essure implant date updated. Explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to pelvic pain/chronic. Events- migration/fallopian tubes perforation, perforation: uterus, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition and she did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tubes perforation'), uterine perforation ('perforation: uterus,migration of essure device location of device:right essure protruding - endometrial cavity') and embedded device ('upon cross sectioning this coil extends through the myometrium within the right fundus.') In a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2015 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallbladder removal, biliary dyskinesia and cholecystectomy. Concurrent conditions included general anesthesia, uterine bleeding, vaginal discharge, nausea, vomiting, fever, chills, breast cancer and periumbilical pain. Concomitant products included morphine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain/chronic / excruciating, debilitating, exhausting pain"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: arms"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), nausea ("nausea"), tremor ("tremor"), feeling abnormal ("brain fog"), visual impairment ("vision issue") and speech disorder ("speech issues"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, nausea, tremor, feeling abnormal, visual impairment and speech disorder outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, vaginal haemorrhage and rash had resolved. The reporter considered abdominal pain, dermatitis allergic, embedded device, fallopian tube perforation, feeling abnormal, menorrhagia, nausea, pelvic pain, rash, speech disorder, tremor, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),migration, fallopian tubes perforations and uterine perforation. Discrepancy noted in essure insertion date:- (B)(6) 2015. And discrepancy on date of removal .there was 1 trailing coil on the patient's left and 6 trailing coils on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following one nausea , debilitating, exhausting pain, tremor, brain fog , vision issue , speech issues were reported via social media. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet ,mr and social media documents received : new reporter ,patient demographic information, new event abnormal bleeding (vaginal, menorrhagia ), rashes or skin conditions type: arms , nausea , debilitating, exhausting pain, tremor, brain fog , vision issue , speech issues,essure and ablation performed on same day" added. From mr event "upon cross sectioning this coil extends through the myometrium within the right fundus". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.